Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged te pad/sensing electrode and adjust belt or check belt messages) has been confirmed. Upon investigation the pink surface of ECG b dome was missing causing the faults. The root cause for missing ECG dome could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing damaged te pad/sensing electrode and adjust belt or check belt messages.